Event description:
It was reported that a patient presented remotely via (B)(6). Review of the transmission revealed that the right ventricular lead was oversensing noise and exhibited low impedance. Programming changes were performed. The patient was in stable condition and will continue to be monitored.